Event description:
It was reported that twos (t-wave oversensing) was noted post-ventricular pace during a device check. Sensing was adjusted, with twos still present. Post-pace blanking was extended, sensitivity was decreased, and the twos was then resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).